Event description:
It was reported by the customer that a pyxis anesthesia es system station unexpectedly rebooted and started windows updates just prior to the case. The customer stated that it caused a delay in patient care about 15-20 minutes to start a procedure. The customer mentioned that there was neither harm nor discomfort to the patient, and no medical intervention was required. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported device had been reboot for update by itself. A technical support specialist was not able to see any errors in the med application while investigating and couldn't reproduce the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system station unexpectedly rebooted and started windows updates just prior to the case. The customer stated that it caused a delay in patient care about 15-20 minutes to start a procedure. The customer mentioned that there was neither harm nor discomfort to the patient, and no medical intervention was required. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-jul-2022 to 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station unexpectedly rebooted and started windows updates just prior to the case due to the device detecting the communication of windows changes. A technical support specialist guided the customer to do a hard reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.